Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "any creases." Device has been explanted and replaced.

Event description:
Healthcare professional reported, rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture no observed. Crease/folding of implant: observed. Additional observations: deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.